Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl; cause was not known. The customer consumed carbohydrates to treat bg. Reportedly, the customer hit their head and cut their legs during a seizure. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.